Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer called and reported the insulin pump was cracked and the bottom would come out when he would try to prime it. Customer stated he pushed it back in, but the initial prime seemed to run more insulin into the reservoir than it usually did. Customer's blood glucose was not known. The insulin pump had possibly been dropped. It was advised that the customer discontinue use of the device and revert to a back-up plan. Customer was further advised the insulin pump would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The insulin pump was received with cracked end cap. Displacement test was not performed due to cracked end cap. The device also had cracked lcd window, cracked case at the lcd window corners, cracked reservoir tube lip, scratches on the reservoir tube window, and cracked battery tube threads.